Manufacturer narrative:
A complete analysis and testing of the insulin pump showed it was operating within specifications. The device passed all functional testing. Cracks on the display window, reservoir tube lip, reservoir tube window, reservoir tube and a scratched lcd window was noted.

Event description:
Customer reported hospitalization due to high blood glucose. The blood glucose reading is 458 mg/dl. Customer was nauseated. Customer's husband had taken her to hospital. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.